Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the filiform double pigtail ureteral stent was frayed prior to the procedure. There was no reported impact to the patient or end user as a result of the product problem.